Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl to the teens at the time of the incident. The customer was at 157 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous fluids to treat. The customer experienced symptoms such as memory loss. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.